Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the onetouch vita meter does not power on. The complaint was classified based on additional information obtained by a customer service representative (csr) during a follow-up call. The patient manages her diabetes by testing three times daily and taking novo rapid insulin (three times a day on a sliding scale based on her meal) and lantus insulin (once in the evening before going to bed based on the result with the subject meter). The patient alleged that the issue began on (B)(6) 2010 at approximately 5pm. Five hours prior to the alleged issue, the patient indicated she may have taken 10 units of novo rapid insulin before consuming her lunch; it is not known if the patient's obtained a blood glucose result with the subject meter at that time. The patient denied testing with another device. At an unclear time later (on (B)(6) 2010) the patient claimed she became shaky and treated herself by consuming fruit and cookies; the patient stated she felt better one hour later. At the time of troubleshooting, the csr verified that the subject meter powered on with the power button. However, the csr noted that at the time of the alleged issue, the patient was using the incorrect test strips (onetouch ultra test strips) with the subject meter. The csr noted that the subject meter powered on after the patient inserted the correct test strip and the alleged issue was resolved. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a symptom suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.